Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. Device evaluation: the pump remains in use supporting the patient. The report of pump speed drops and pump stops (red heart alarm condition) while the system was connected to the power module on a grounded power module patient cable was confirmed based on the evaluation of the returned portion of the percutaneous lead. Approximately 20 inches of the external portion/distal end of the percutaneous lead (driveline) was returned for evaluation. Rescue tape was present on the outer jacket of the driveline, and damage to the jacket was identified below the tape. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts prior to removing the bionate layer. Breakdown of the metal shielding was identified throughout the returned lead. Visual inspection identified a breach in the insulation at the metal connector on the green wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying green wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by a normal patient cable and the power module. Review of the submitted log files confirmed low speed operation and pump stop events while the system was supported on the power module. Review of submitted x-rays identified a service loop in the internal portion of the lead and showed damage to the shielding at the distal end near the metal connector. A review of the device history records of the pump and system controller revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2016, it was reported that pump stoppage occurred. The patient was asymptomatic. The submitted log file reviewed by the manufacturer's technical services representative confirmed a pump stoppage event. On (B)(6) 2016, it was reported that additional pump stoppages on the ungrounded power module patient cable occurred. Internal x-rays images submitted showed shield separation approximately midway between the pump end bend relief and the exit site. Additionally, a tight loop of the driveline was observed just after the pump-end bend relief, with an area of concern near the pump. A distal end percutaneous lead (driveline) replacement was performed by the manufacturer's technical services representatives on (B)(6) 2017. No additional pump stoppages could be reproduced with upper body movement after the replacement. The patient remains admitted, and is being monitored on a grounded power module patient cable.